Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs showed the freestyle lite test strips and freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tripped trend reports were reviewed for freestyle strips for the last year. The review did not identify any trends that would indicate any product-related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving her product he was unable to test and experienced a medical event. The customer initially called on 21-apr-2020 adc blood glucose meter due to the test not starting after the blood sample was applied. At the time of the original call, a replacement meter was ordered but there was no report of treatment. The customer called back on 7-may-2020 and reported product delivery issue and she experienced symptoms described as ¿dizziness, thirsty, nauseous and frequent urination¿ and was unable to self-treat. The customer had contact with a private doctor who obtained a reading of 565 mg/dl and diagnosed with hyperglycemia. The hcp administered insulin ¿30 units¿ for treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter did not power on with button depression and with strip insertion. The meter was further investigated and a new issue was observed. The meter was de-cased and liquid contamination was observed. Therefore, it is not confirmed due to use.

Event description:
A customer called to report a delivery issue and noted that due to not receiving her product he was unable to test and experienced a medical event. The customer initially called on (B)(6) 2020 adc blood glucose meter due to the test not starting after the blood sample was applied. At the time of the original call, a replacement meter was ordered but there was no report of treatment. The customer called back on (B)(6) 2020 and reported product delivery issue and she experienced symptoms described as ¿dizziness, thirsty, nauseous and frequent urination¿ and was unable to self-treat. The customer had contact with a private doctor who obtained a reading of 565 mg/dl and diagnosed with hyperglycemia. The hcp administered insulin (B)(4) for treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.